Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their device had been causing them problems for a long time. The patient said that about a year ago, they kept getting pulses going down their leg. The patient called medtronic, and they tried raising and lowering the stimulation and doing all kinds of stuff, but the device never did what it was supposed to do. The patient then got a hold of a different doctor who wanted to take the device out and turn it off. The patient said it has been off for at least 6 months. The patient has an appointment scheduled to get ins removed in october. The patient inquired about an MRI of their knee. The agent reviewed head-only eligibility based on device and lead information. The patient was dissatisfied with the answer. The agent reviewed eligibility multiple times with the patient, and the patient still stated they did not understand why if ins was off, they couldn't get an MRI of the knee. The patient was redirected to their healthcare provider to further address the issue.